Event description:
It was reported that a patient experienced an acute kidney injury following a pulsed field ablation with a farawave catheter. Hemolysis was also reported, and the patient was hospitalized. As a treatment, it was believed that diuresis was performed. No device issue reported. The farawave catheter is not expected to return for analysis as it was disposed. No further update on patient status was reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced an acute kidney injury following a pulsed field ablation with a farawave catheter. Hemolysis was also reported, and the patient was hospitalized. As a treatment, it was believed that diuresis was performed. No device issue reported. The farawave catheter is not expected to return for analysis as it was disposed. No further update on patient status was reported. It was further reported that 36 applications with the farawave catheter were delivered during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced an acute kidney injury following a pulsed field ablation with a farawave catheter. Hemolysis was also reported, and the patient was hospitalized. As a treatment, it was believed that diuresis was performed. No device issue reported. The farawave catheter is not expected to return for analysis as it was disposed. No further update on patient status was reported. It was further reported that 36 applications with the farawave catheter were delivered during the procedure.

Manufacturer narrative:
Correction to last sent MDR report as type of follow up not specified, block b5: describe event or problem - updated on last report. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.